Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported during a ureteroscopy and laser stone fragmentation (ursl) procedure while using the universa soft ureteral stent set the physician found the pusher had broken. As reported, he used another new universa soft ureteral stent set to finish this medical procedure and without difficulties. Additional information has been requested concerning the patient and event.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was performed including a review of complaint history, the device history record, instructions for use, and device specifications. One opened package labeled rpn ush-524 with label lot number 8356240 was received. The sealed wire guide pouch and one open stent pouch containing the stent and positioner were returned. Visual examination of the components confirmed the positioner was kinked in three locations starting from the distal tip. The kinks were observed at 15.5cm, 24cm and 25.3cm. Positioner was wired using a hsf-035-50-qc wire guide. The wire was snug during transition through the kinked areas. The complaint was confirmed based on the visual examination of the product. A review of the device history record noted there were no non-conformances identified on this lot. A search of complaint records revealed this is the only complaint associated with complaint lot number 8356240. As found in the universa soft ureteral stents instructions for use (IFU): how supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the evidence presented by the sample it is possible that the damage to the positioner occurred during shipping or storage of the finished product. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
There has been no new information received since the last report was submitted on 11jul2018.